Manufacturer narrative:
The failed sample will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leaking at needless valve.

Manufacturer narrative:
Due to the harmful nature of the chemotherapy drug used in the product, the product was not able to be returned for investigation and photographs were not returned as evidence for investigation. A review of the lot history record was performed, and no discrepancies were found. Seventy-five pieces were pulled to perform leak and occlusion testing and thirteen samples were pulled for bond pull testing. There were no failures identified in the aql in-process testing. Root cause: without evidence for investigation the root cause of the failure cannot be identified. A two-year review of complaints showed no other complaints for the msy-2034. Corrective and preventive action: because there have been no complaints in the past two years for msy-2034, corrective or preventive action will not be taken at this time. Vygon will continue to monitor for this issue and escalate as appropriate.

Event description:
Leaking at needless valve.